Manufacturer narrative:
This is 3 of 4 reports (3rd MDR). The device is not available to the manufacturer.

Event description:
Prior procedure, the patient presented with numbness of one limb. The first stent (3mm*21mm) was used along with other devices (gateway balloon catheter and neuroform atlas stents) to treat the middle cerebral artery (mca) m1 segment with 70% stenosis. Firstly, the gateway balloon was used to dilate, and then deployed the first stent device. After the deployment, the vessel was occluded and the proximal of the vessel had spasm which required medical intervention as the subject stent neuroform atlas stent (4.5mm x 30mm) was implanted which caused the surgical delay of 120 minutes. However, the mca was still occluded. Post procedure, the patient delayed for analepsia and one side of the body had hemiplegia symptom possibly related to the subject stent. Hemiplegia last for three days, but muscle strength still decreased. The patient current condition is getting better. In physician¿s opinion, the subject stent device performed as intended and there was no allegation against any of the subject stent device.

Manufacturer narrative:
This is 3 of 4 reports (3rd MDR) based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). It cannot be confirmed if the stent met specification, as the stent was not returned. It was reported that the operator deployed the first stent (3mm*21mm) and after the deployment, the vessel was occluded and the proximal of the vessel had spasm. The operator continued to deploy 4.5mm*21mm stent and the subject (4.5mm*30mm) stent, but the mca was still occluded. After the procedure, the patient delayed for analepsia and one side of the body had hemiplegia symptom. The risk of the reported patient stroke is documented in the atlas dfu, as potential adverse events which can occur during these types of procedures, therefore an assignable cause of anticipated procedural complication, will be assigned to the reported ¿patient stroke.¿

Event description:
Prior procedure, the patient presented with numbness of one limb. The first stent (3mm*21mm) was used along with other devices (gateway balloon catheter and neuroform atlas stents) to treat the middle cerebral artery (mca) m1 segment with 70% stenosis. Firstly, the gateway balloon was used to dilate, and then deployed the first stent device. After the deployment, the vessel was occluded and the proximal of the vessel had spasm which required medical intervention as the subject stent neuroform atlas stent (4.5mm x 30mm) was implanted which caused the surgical delay of 120 minutes. However, the mca was still occluded. Post procedure, the patient delayed for analepsia and one side of the body had hemiplegia symptom possibly related to the subject stent. Hemiplegia last for three days, but muscle strength still decreased. The patient current condition is getting better. In physician¿s opinion, the subject stent device performed as intended and there was no allegation against any of the subject stent device.